Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin and experienced a blood glucose (bg) level of 20 mg/dl. Reportedly, the customer had a seizure and the emergency medical transport was called to assist the customer. The customer was treated with glucagon, gel, and intravenous insulin, and was not transported to the hospital. Reportedly, the customer had shoulder pain. Recommendation was made to consult with health care provider regarding diabetes management.